Event description:
The customer alleged there was an issue with a coaguchek xs softclix lancet device. The softclix device had a needle protruding through the dial cap. The customer confirmed the lancet was placed into the device properly until it clicked into place.

Manufacturer narrative:
The customer's device was requested for investigation and replacement product was sent to the customer. The product has not yet been received at this time. If the product or additional relevant information is received in the future, a follow-up report will be submitted. Section e3: occupation is patient/consumer

Manufacturer narrative:
No product was returned for investigation, so further investigation was not possible. The investigation could not identify a product problem. The cause of the event could not be determined.